Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the pt's infusion device displayed e8 (power interrupt). No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. On (B)(4) 2012, evaluation results for the infusion device were available: e8 were found in the history. The up/down buttons are always active. Due to an external mechanical influence, the snap dome of the buttons is pressed through. This source led to an always activated up/down buttons and unclearable e8 error messages. The problem mentioned by the pt is related to mishandling of the product.